Event description:
It was reported via a call to manufacturer from the county deputy coroner that the vns patient had passed away on (B)(6) 2010. The coroner noted that according to the autopsy findings, the patient had been brought into the ER in cardiac arrest and CPR was done for 20 minutes when the patient was then pronounced dead. The patient had a seizure in the bathtub and had drowned prior to presenting at the emergency room. The lead and generator were explanted and returned to manufacturer where analysis is underway. Good faith attempts to obtain additional information from the treating neurologist regarding the medical assessment of the believed relationship between the death and vns have been made, but no response has been received to date.